Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned electrode found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. A revision procedure was performed and the electrode was explanted and replaced, while the s-ICD was still implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. A revision procedure was performed and the electrode was explanted and replaced, while the s-ICD was still implanted. No additional adverse patient effects were reported.